Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported suspicion of device thrombosis and infection could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established. The evaluation of the submitted log files revealed that the pump appeared to function as intended with no atypical alarms. No unusual events were observed throughout the submitted data. The heartmate 3 lvas IFU lists pump thrombosis and various types of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2019 for soft tissue erythema and warmth of left wrist and right ankle. Vancomycin was started, however, the cultures taken on (B)(6) 2019 were negative. The account was concerned for lvad infection that was seeding the patient's skin and perhaps other organs. On (B)(6) 2019 the account became concerned for a possible outflow graft obstruction. A computed tomography (CT) of the chest was performed on (B)(6) 2019 and revealed complex fluid density collection in the retrosternal space; between the sternum, ascending aorta, and outflow graft cannula. The account also noted there was no definite rim enhancement, infection/abscess was not excluded, and a nonocclusive thrombus in the outflow cannula. The account later reported that there was no evidence of hemolysis or pump malfunction and that all blood cultures had been negative. The account will continue doxycycline indefinitely. No further information was provided.